Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had scratches on screen and dark spots on screen too. The insulin pump was cracked near battery compartment and was louder during rewind. The motor sounded labored. The act button was harder to press. They also had unexplained no delivery alerts. The customer was getting air bubbles in line. Customer's blood glucose level was not reported. The device was not returned.